Event description:
The pt's spouse reported that the pt passed away while on insulin pump therapy. No additional info regarding the cause of death, or pump function is available at this time.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump, and it was operating within required specs at the time of release. No additional info regarding the cause of death, or pump function is available at this time. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.